Manufacturer narrative:
The subject device was returned for evaluation. Sample evaluation finds for bent guide wire. Functional testing resulting in deployment of two (2) fasteners. The reported issue is a known result of a bent guide wire. Internal component evaluation found no manufacturing anomalies. Based on the sample evaluation and investigation performed, the issue occurred inadvertently due to applied forces when in use. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2020. The instructions-for-use provided with the device states, place the tip of the optifix" absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counter-pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Counter-pressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2021, a bard/davol optifix straight fixation device was used to fixate a bard/davol 3dmax mesh into soft tissue. When the surgeon tried to fire the device, the fixation device misfired/or deployment did not fixate the mesh (inadequate result). Seven (7) shots were tried of which only one fastener secured the mesh. The fasteners that did not secure the mesh were removed. Another optifix device was used to complete the procedure, and it worked fine. There was no reported patient injury.